Event description:
It was reported that prior to an unknown procedure the device sterility package was damaged. The procedure was completed with a same like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). External cause the tyvek that was returned was visually examined. A large rip was present in the tyvek which was torn from the outside and caused tyvek material to bunch up outside of the hole. This type of damage is not consistent with any packaging process or handling. The remaining packaging materials were not returned for analysis. Damage was caused external to ees packaging.